Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off label right transfemoral tmvr with a 26mm s3ur, 26mm commander, and non-edwards sheath. As reported, the patient had severe degree of mitral annular calcification. The first inflation deployed the valve at approximately a 90/10 position. During inflation, the valve began to migrate atrially (80/20), and paravalvular leak (pvl) was noted. To prevent further migration, an additional 2cc was added to the commander delivery system (ds) for a second deployment attempt. However, the additional 2 cc could not be transferred into the balloon. A third attempt was made to post dilate, but again the balloon could not be fully filled with contrast, and complete inflation could not be achieved. At this point, a second commander ds was prepared with a total of 28 cc of 15% contrast using the same atrion syringe and contrast mixture as the initial commander ds. Due to the persistent pvl, the team decided to implant a second 26 mm valve. The second valve was deployed successfully, resulting in resolution of the issue. The patient's final outcome was noted as stable condition. Per the field clinical specialist, the difficulty transferring the additional 2cc into the balloon, the balloon had already been inflated twice during the procedure. It was not certain of the exact reason why the additional volume could not be delivered, but the physician mentioned that it was extremely difficult to inflate at that point.